Event description:
In (B)(6) 2015, the catheter was placed in the liver to perform liver cyst drainage. On (B)(6) 2015, the catheter was removed from the patient. On (B)(6) 2015, x-ray confirmed that an unknown segment remained in the liver. The user could not determine if the segment was from cook's catheter or another manufacture's wire guide. As of (B)(6) 2015, the segment still remains in the liver. The hospital will decide if they should retrieve the segment or not after receiving cook and another manufacturer's answer to their question regarding possible complications/adverse effects which can be caused by the remained segment in the liver. There have been no adverse effects reported at this time.

Manufacturer narrative:
(B)(4). A review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control (qc) and specifications were conducted for the purpose of this investigation. The complaint device was not returned for investigation. While the customer statement is not clear whether the remaining segment is the cook catheter or competitor's wire guide. The investigation will be conducted under the assumption that the segment is the cook catheter. The tubing used in the complaint device is specified in manufacturing instructions. It states that the tubing shall be free from contamination, foreign matter, reground and scrap material. Another section states that the product shall be uniform in quality and condition, clean, smooth and free from foreign material, lumps, tears, die marks and waviness or striations. Per quality control confirms that "surface of tubing is clean, smooth and free of excessive dents and foreign matter." Qc also 100% confirms that "distal tip of catheter is free of nicks, splits and debris. Also, "confirm bonded area is smooth and clean. The lot number of the complaint device was not provided so we are unable to perform a search of production records or field performance of the complaint lot. The device is packaged with the IFU which states that patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Without return of the complaint device or lot information, we are unable to determine a root cause of the device failure. We have notified appropriate internal personnel and will continue to monitor for similar events.